Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119417.

Event description:
It was reported that the patient's lead exhibited intermittent oversensing. No interventions were performed. The patient's condition was unknown.